Event description:
Caller reported experiencing an alarm 2 followed by alarm 26 on two separate occasions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed dangerous thresholds. The customer attempted troubleshooting alone and later resorted to using multiple daily injections for insulin therapy after consulting with their healthcare provider. They declined further assistance from technical support and planned to continue monitoring the system independently.